Event description:
It was reported that the devices were used during a sigmoid colectomy. It was reported by the rep that on the tct75 the knife would not go all the way through and did not complete the cut. Also on the tlc55 the orange sleeve broke into cartridge. The case on the completed with another tlc55 and tct75. There was no consequence to the pt.